Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The outer adhesive was stuck to the inner layer. Surgeon thought it to be unsterile. Additional shell available and surgery performed successfully.

Manufacturer narrative:
An event regarding a packaging issue involving a tritanium shell was reported. The event was confirmed. Method and results: device evaluation and results: the inner blister lid was stuck to the outer blister lid. When the outer blister lid was opened, the inner blister delaminated; medical records received and evaluation: not performed as the event is not related to patient factors; device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies; complaint history review: there have been no other events for this lot. Conclusions: the inner blister lid was stuck to the outer blister lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
The outer adhesive was stuck to the inner layer. Surgeon thought it to be unsterile. Additional shell available and surgery performed successfully.